Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were over 600 mg/dl, 38 mg/dl, 139 mg/dl, 436 mg/dl, 128 mg/dl, 489 mg/dl, 430 mg/dl, 328 mg/dl. The customer was treated with shots, insulin syringe and insulin pump. The customer stated that they did not experience any symptoms related to high blood glucose level. The customer stated that the drive support cap appeared to be normal. The customer alleged the insulin pump for under delivery. Troubleshooting was performed and the insulin exited the quick release. The customer stated that the insulin pump passed the selftest. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.